Event description:
A revision has been planned for a patient with a interpositional implant.

Manufacturer narrative:
A bicompartmental knee resurfacing device order was received by conformis for a patient with a interpositional implant. Shipment of the bicompartmental device indicates a revision has been planned for this patient. Review of device history record for the interpositional implant indicated that the device was manufactured to specification.